Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set occlusion at site event on 30-may-2024. Event occurred within 3 hours of insertion. Insertion site was at back of the arm. Patient changed supplies as necessary and resumed insulin therapy. No further information available.